Event description:
It was reported that the patient had sepsis and endocarditis. The right ventricular (rv) lead was previously capped for "not working" and then was removed due to sepsis and endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted and cut, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the outer insulation was torn, there was a white substance on the exposed defibrillation coil and on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.